Event description:
The distributor contacted animas on (B)(6) 2014 alleging there was a crack in battery compartment of the pump and the pump continually turns off on its own. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue in a pump with a cracked battery compartment remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.